Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The PICC was being used for chemotherapy administration on a male patient. The vascular access insertion nurse has reported that one of the hubs on the triple lumen PICC has cracked. The PICC line was removed and replaced with another manufacturer's PICC. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 28jun2016-01sep2017.

Manufacturer narrative:
Additional information: d10, h6, h10. Investigation - evaluation: a review of documentation, manufacturing instructions, specifications, quality control data and visual inspection & functional testing of the returned device was conducted during the investigation. The turbo-ject triple lumen peripherally inserted central venous catheter was returned for evaluation. Visual inspection confirmed the crack at the hub. It was also observed that the administered drugs had leaked into the leuer lock threads. The two connectors that were returned with the device attached at the hubs required pliers to be removed. The clear connector appeared to show leakage into the thread area for both connectors. Both hubs and the connector were sticky to the touch. The connectors were removed, re-installed and checked approximately 24 hours later. They had, again, become difficult to separate. Although the connector with ears could be parted with finger tips it required considerable force (though not as much as the initial attempt) and there was an audible popping sound when the two parts separated. The manufacturer polymer technician identified that the hub on the device was not tested to iso 594. The catheter set includes a connector for use with the hub. This is the preferred hub to use with this device. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not conclusively be determined. Measures have been initiated to address this failure mode monitoring for similar complaints will continue. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.